Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or lot history record review in this case.

Event description:
It was reported that a trained physician performed an arteriotomy closure with a starclose device after a diagnostic procedure. The patient seemed to have hemostasis post procedure and went to recovery. In the evening, the patient was given an anticoagulant and started bleeding at the right groin puncture site. The patient developed a large hematoma (larger then 10 cm). CT scan was performed and it was found that the clip was not at the arteriotomy site. The patient was sent to the operating room, where the hematoma was taken care of by an unspecified procedure. The patient was doing fine after the procedure. No additional information available.